Event description:
Consumer claims to have had ear pierced with the inverness system at a retail vendor in 2002. Patient sought medical treatment for infection at the piercing site 18 days later and was prescribed oral antibiotics. Patient was put on another antibiotic 3 days later. Four days later, patient returned for medical treatment and an incision and drainage was performed and patient was given i.v. Antibiotics. Eleven days later patient was administered another i.v. Antibiotic in the hospital. Patient was discharged the same day and was to continue both i.v. And oral antibiotics for a few weeks.